Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with motor error alarms during the basic occlusion test as a result of a cracked end cap.

Event description:
The customer reported that he was changing the infusion set and when he inserted the reservoir and primed, the piston was going up instead of going down and blow out the back of his insulin pump. Then the device alarmed motor error. The blood glucose reading was 300mg/dl. The device was not exposed to a high magnetic field. Advised the caller that the insulin pump would be replaced. No further information was provided.